Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was not reported. The patient was hospitalized for the event and was treated with an unspecified antibiotics. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.